Event description:
The customer reported the ventilator was alarming due to oxygen not available. The customer reported the unit was in use on a patient and there was no patient harm. The hospital biomedical engineer contacted manufacturers product support (pse) for assistance and reported the operator was using a tee on the oxygen supply and the unit began alarming oxygen not available. Loss of the oxygen source during use can be detrimental to a patient. The biomedical engineer reported they were unable to duplicate the reported problem. Pse advised the customer that per the device operators manual, the oxygen source must be able to deliver 100% oxygen regulated to 40 to 87 psig, flow 175 slpm. Pse advised the customer to check the oxygen wall supply and complete a performance verification. The biomedical engineer reported the supply was checked with no problems found and the unit passed performance verification testing. This issue is being reported as operator error.